Event description:
I used renu with moisture loc contact lens solution from 6/1/05 through 4/30/06. I received three different corneal ulcers due to the use of this product. I had to use different anti-bacterial & fungus liquids and creams to prevent further damage to my eyes. I also had to see a specialist at eye center after problem continued. After complete stoppage of renu I have had no more infections, but eye sight has decreased.